Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets leaked from the injection port. This was observed during patient infusion of normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one (1) device was received for evaluation. The other sample was not received and therefore, could not be evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Priming was also performed, and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.